Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026, it was reported that (B)(6) stated that the silent nite device fractured on the upper anchor area. The office will return the device for credit. Additional information received reported that the reported event occurred while the 48 year old, male patient was sleeping. When the patient awoke, he noticed the device was broken. There was no injury or adverse event to the patient and no intervention was required. The patient stopped using the device on the day it broke. The reporter was not able to confirm if the anchor broke or where exactly the fracture occurred.